Event description:
In 2009, patient reported she was trying to bolus 16 units of insulin and got an e4 (occlusion) and only 0.5 delivered. Had her disconnect from the tubing and put the infusion device in the stop mode. Patient reported, she primed the infusion set and everything primed properly. She said that she has never changed the adapter. Had her change the adapter. Instructed patient to change out the headset, reconnect the tubing and continue to bolus the rest of her insulin. Patient reported everything bolused properly. Patient reported, she tested 'hi' at dinner and did not know why. She stated other than the e4, she did not have any other errors or alarms. The patient did not require medical assistance from a healthcare professional or second party to address the issue. She stated she bolused 16 units at the end of the call to bring down her blood glucose. Requested return of the alleged headset for evaluation. On follow up call four days later, patient stated she has not had anymore e4 errors. She stated, her readings went back to normal on the next day.